Manufacturer narrative:
The device was received by the resmed technical service center and an evaluation was performed. The evaluation determined that the reported power issues were due to a faulty main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device's internal battery was not charging and the device detected the incorrect power source. There was no patient injury reported as a result of this incident.